Event description:
It was reported that an adverse event that took place on (B)(6) 2013. While the surgeon was reaming the medullary canal for an intertroch fracture on a (B)(6) female, the reamer head broke into many pieces at the distal aspect of the femur. The tip of the reamer shaft also was destroyed. The surgeon was able to retrieve most of the pieces out of the canal. Two pieces remain implanted. The event extended the surgery by approximately 45 minutes. This report is for an unknown reamer head. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Concomitant medical products: a non synthes system 7 dual trigger rotary & an ao large reamer attachment. Updated reporting source and added 510k once part number was provided.